Manufacturer narrative:
(B)(4). Date sent: 10/18/2024. Corrected data: b1, h1. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a malfunction, and has been revised to a not reportable event. Additional information received: the event registry in question has two ip numbers created and according to the information provided lot 748c10 is the correct one for the novelty.

Event description:
It was reported that during an unknown procedure, when using the reload, you can hear the activation. According to the surgeon, it advanced until it was halfway through the reload and stopped. The reverse button is activated. The surgeon opens the jaw of the gun and there is no damage or injury to the intestine. The reload is removed, the tip of the gun is cleaned again and a new reload is placed, which is immediately activated without incident. The procedure was not delayed due to the reported event and was successfully completed without any patient consequence.

Manufacturer narrative:
(B)(4). Date sent: 9/11/2024 d4: batch #unk an analysis of the product could not be performed since a physical sample was not received for evaluation. The manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.